Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil fragments, examined with stat a/p abdominal x-ray'), device dislocation ('fragment of the essure coil was within the abdomen'), pelvic pain ('pelvic pain'), nephrolithiasis ('kidney stone') and kidney infection ('kidney infection') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery and multiple cesarean sections. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced kidney infection (seriousness criterion medically significant), heavy menstrual bleeding ("clotting with my heavy periods"), menstrual disorder ("periods were weird with being brown and then regular and then brown bleeding/crazy periods"), urinary tract infection ("lot of urine infections/uti"), menstruation delayed ("missed period for over one month"), depression ("depression"), medical device discomfort ("scraping her at the lower end of her c-section site") and vaginal discharge ("discharge"). In 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("my belly would blow up like I was pregnant, I felt like I was having a miscarriage"), abdominal distension ("my belly would blow up like I was pregnant"), abdominal pain ("pain was left abdominal side in the front and back/abdominal pain") and hot flush ("hot flashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal and surgery to remove essure/laparoscopic bilateral salpingectomy, essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, nephrolithiasis, kidney infection, heavy menstrual bleeding, feeling abnormal, abdominal distension, abdominal pain and hot flush outcome was unknown and the menstrual disorder, urinary tract infection, menstruation delayed, depression, medical device discomfort and vaginal discharge had not resolved. The reporter considered abdominal distension, abdominal pain, depression, device breakage, device dislocation, feeling abnormal, heavy menstrual bleeding, hot flush, kidney infection, medical device discomfort, menstrual disorder, menstruation delayed, nephrolithiasis, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil fragments, examined with stat a/p abdominal x-ray'), device dislocation ('fragment of the essure coil was within the abdomen'), pelvic pain ('pelvic pain'), nephrolithiasis ('kidney stone') and kidney infection ('kidney infection') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery and multiple cesarean sections. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced kidney infection (seriousness criterion medically significant), heavy menstrual bleeding ("clotting with my heavy periods"), menstrual disorder ("periods were weird with being brown and then regular and then brown bleeding/crazy periods"), urinary tract infection ("lot of urine infections/uti"), menstruation delayed ("missed period for over one month"), depression ("depression"), medical device discomfort ("scraping her at the lower end of her c-section site") and vaginal discharge ("discharge"). In 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("my belly would blow up like I was pregnant, I felt like I was having a miscarriage"), abdominal distension ("my belly would blow up like I was pregnant"), abdominal pain ("pain was left abdominal side in the front and back/abdominal pain") and hot flush ("hot flashes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal and surgery to remove essure/laparoscopic bilateral salpingectomy, essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, nephrolithiasis, kidney infection, heavy menstrual bleeding, feeling abnormal, abdominal distension, abdominal pain and hot flush outcome was unknown and the menstrual disorder, urinary tract infection, menstruation delayed, depression, medical device discomfort and vaginal discharge had not resolved. The reporter considered abdominal distension, abdominal pain, depression, device breakage, device dislocation, feeling abnormal, heavy menstrual bleeding, hot flush, kidney infection, medical device discomfort, menstrual disorder, menstruation delayed, nephrolithiasis, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation, pelvic pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information , event : " fragment of the essure coil was within the abdomen", " essure coil fragments, examined with stat a/p abdominal x-ray" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), nephrolithiasis ('kidney stone') and kidney infection ('kidney infection') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery and multiple cesarean sections. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced kidney infection (seriousness criterion medically significant), menorrhagia ("clotting with my heavy periods"), menstrual disorder ("periods were weird with being brown and then regular and then brown bleeding/crazy periods"), urinary tract infection ("lot of urine infections/uti"), menstruation delayed ("missed period for over one month"), depression ("depression"), medical device discomfort ("scraping her at the lower end of her c-section site") and vaginal discharge ("discharge"). In 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("my belly would blow up like I was pregnant, I felt like I was having a miscarriage"), abdominal distension ("my belly would blow up like I was pregnant"), abdominal pain ("pain was left abdominal side in the front and back/abdominal pain") and hot flush ("hot flashes"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nephrolithiasis, kidney infection, menorrhagia, feeling abnormal, abdominal distension, abdominal pain and hot flush outcome was unknown and the menstrual disorder, urinary tract infection, menstruation delayed, depression, medical device discomfort and vaginal discharge had not resolved. The reporter considered abdominal distension, abdominal pain, depression, feeling abnormal, hot flush, kidney infection, medical device discomfort, menorrhagia, menstrual disorder, menstruation delayed, nephrolithiasis, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. This case become incident. Insertion date, removal date, reporter information added. Event pelvic pain, hot flashes added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.